Event description:
It was reported that pump screen was scratched and foggy, making it very hard to read. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional action was taken by technical support at that time.